Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The tbm states the (B)(6) rep reported 2 chairs with wobbly right rear wheels.

Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: standard wheelchairs. Assembly/component issue, other/defective. Clicking bearings on right rear wheel. Complaint was confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Product was returned for evaluation. The return fields in oracle state: standard wheelchairs. Assembly/component issue, other/defective. Clicking bearings on right rear wheel. The tbm states the va rep reported 2 chairs with wobbly right rear wheels.